Event description:
A medtronic rep reported performing a software install at the site and noted an unexpected behavior. After loading spine 1.7 the scanner mask values were not saving. The medtronic rep would edit the scanner mask values in mediaio and the settings appeared to be working correctly until re-booting the system and the settings were lost. This behavior could not be corrected after changing the scanner mask values and was found only in the spine application. There was no pt present.

Manufacturer narrative:
Pt information not provided as no pt was present. Gemstone computer replacement shipped (B)(6) 2011. RMA issued. Software has not been evaluated as of the date of this report.